Manufacturer narrative:
(B)(4). No samples were received for evaluation. No pictures were received. A check of quality, production and maintenance records shows no deviations related to the reported issue. The complaint cannot be determined.

Event description:
Customer advised they are experiencing an increasing trend in the number of hemolyzed specimens since converting to vacuette tubes in august 2019. Customer states centrifugation is 1820rcf for 10 minutes and performed within 1 hour of specimen collection. Customer advises most specimens were full to half-full in the tube. The collection method used on specimens hemolyzed, medsurge uses butterfly, ed usually uses vascular access devices.